Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updating: section h4 the device was returned to olympus for inspection, and the reportable malfunction of scratched acoustic lens reaching the glue layer was confirmed. Based on the results of the investigation, the presumable cause and the root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): important information ¿ important information ¿ please read before use do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasonic gastrovideoscope acoustic lens had a scratch which reaches to the glue-layer . There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.